Event description:
It was reported that the patient presented to the emergency room and the pulse generator exhibited backup vvi mode and no output. The device was explanted and replaced on (B)(6) 2013.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.